Event description:
A consumer reported receiving imprecise sequential readings in less than one minute on the precision qid blood glucose monitor. The values, when plotted on a parkes error grid fall in the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.